Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump was not emitting any sound or vibration. The reporter stated that she tried adjusting the sound and that she has not been able to resolve the issue. This complaint is being reported due to the alleged sound and vibration issue with the pump

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up ((B)(4) 2012). The pump was returned to animas for evaluation and investigation was completed on (B)(4) 2012. The results of the investigation were as noted: the pump rewind, load, and prime with no alarms. It was exercised for 24 hrs. On a 1 unit per hour basal program with no alarms, and all basal deliveries were made. Pa confirmed there was no product defect associated with the incident.